Event description:
The patient presented to the hospital with fatigue and light headness. The lead exhibited 146 ohms impedance in the bipolar configuration due to possible fracture.

Manufacturer narrative:
No medwatch form was received. Competitor.